Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: a white crystallized contamination which was believed to be a simethicone type product within the auxiliary channel, the light cover glasses were cracked, the light cover glasses adhesive was worn. The optical cover glass was chipped. The optical cover glass adhesive was worn. The distal end cap was worn. The distal end adhesive was worn. The insertion tube bending section cover was worn. The insertion tube condition had minor marks evident. The control body grip was worn. The control body aspiration housing color ring was worn. The switch had a hole in the button. The light guide tube protectors were split. The light guide tube had delamination evident. Angulation was out of specification. The angulation had play, and the electrical safety test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had a light guide lens defect. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter in the auxiliary channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed and was presumed to have been simethicone - however, the material in the auxiliary water channel was unable to be further specified. Moreover, no deformation of the channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.